Manufacturer narrative:
The investigation for vf/vt/af/at, renal failure, thrombocytopenia, and hemolysis has been completed. The impella device was not returned for evaluation. The cause of the hemolysis and renal failure was most likely improper positioning. The cause of the thrombocytopenia and vt/vf was not determined since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: impella catheter too far in the left ventricle. ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood-colored urine. If the impella catheter is too far into the left ventricle, echocardiography will likely show the following: catheter inlet area more than 4 cm below the aortic valve. Catheter outlet area across or near the aortic valve¿. Section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿

Event description:
Notifications were received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced renal failure, hemolysis and thrombocytopenia while on impella cp pump support. The patient was in acute myocardial infarction/cardiogenic shock and was implanted with an impella cp device for mechanical circulatory support. On day one of support, the patient developed renal failure. Continuous renal replacement therapy started; hemodialysis catheter placed the following day. It was reported that the patient/event has not recovered/not resolved and there is a possible relationship to the impella cp device. Same day, it was noted the patient developed hemolysis and recovered with no sequelae. Following, five days later, the patient developed thrombocytopenia and as well recovered with no sequelae. The hemolysis and thrombocytopenia were both noted as definite relationships to the impella cp device.